Event description:
It was reported during the one-month follow-up visit post itind procedure, the patient had foul smelling urine. A urine culture was done and came back positive. The patient was treated with antibiotics. The urinary tract infection was ongoing. There were no further reports of patient harm.